Event description:
Caller reported cgm error 42, but after a pump reset conducted with guidance from cts, the error did not appear again. There was no adverse impact to the customer¿s blood glucose level. Caller successfully initiated their sensor session following the resolution.